Event description:
The customer reported that on (B)(6) 2011 higher than expected cardiac troponin (accutni) results, within the risk stratification and normal reference, were generated on an unicel dxc 600i synchron access clinical system for five patient samples. The initial accutni results were released from the laboratory however there was no report or death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat testing on another instrument, the patient samples produced lower results that was considered valid. Three of the patients' samples showed imprecision and two patients' samples crossed clinical categories. The samples were drawn in lithium heparin primary tubes and tested the same day they were drawn. They were stored at room temperature. The instrument's accutni quality control results were within the customer's established ranges during the timeframe of this event. A system check performed prior to the event met customer established specifications. No errors were posted to the instrument's event log.

Manufacturer narrative:
Patient sample 1/1 is a (B)(6) male. Patient sample 2/1 is a (B)(6) male. Patient sample 3/1 is a (B)(6) male. Patient sample 4/1 is a (B)(6) female. Patient sample 5/1 is a (B)(6) male. Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) made the necessary adjustments to the pipettor and rake alignments. The fse replaced the ultrasonics transducer and executed instrument performance verification activities prior to returning the instrument back into service. Although hardware issues were addressed, no definitive root cause could be determined for this event.